Event description:
It was reported this was a dual access arteriotomy closure of the right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 4f sheath hole. In the rcfa, the device became stuck in the atrial wall as the foot plate did not fully close, causing a dissection. To remove the device, vascular surgery was performed. In the lfca, the same issue occurred with the footplate. However, in order to prevent a dissection, the device was manually broken. The device was able to be removed and the procedure was continued. The sheath was upsized to 6f and procedure was completed. Manual suturing was used to achieve hemostasis. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. It should be noted that the prostyle instructions for use (IFU), states: ¿for access sites in the common femoral artery using 5f to 21f sheaths.¿ it is unknown if the IFU violation contributed to the difficulties. Based on the information received, the investigation was unable to determine the cause of the reported issue. In this case, it is possible the foot captured tissue during closure causing the entrapment; however, this cannot be confirmed. Additionally, there is a slight possibility the use of the device with an undersized sheath may have contributed. The recommended procedure to close the foot is to insert the device off the vessel wall until a pulsatile mark is achieved, then close the foot. In certain circumstances the foot can surf distally due to interaction with tissue and lock in a forward position capturing tissue. In this case, intervention is required to remove the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use. The additional device referenced in b5 is being filed under a separate medwatch report.